Event description:
This "event" has only recently been identified in the co's trend analysis as reportable because the suspect component with expected wear that routinely requires service was found to fail and the device has been manipulated in such a manner as to create an unusual situation/condition.